Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pericardial effusion. The patient was asymptomatic. No procedure was performed to address effusion. During right ventricular lead revision, it was noted that the pulse generator setscrew was stripped; after removing the septum the lead was removed from the device. The device was explanted and replaced. The patient¿s condition was stable post procedure.